Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qmbael, and no non-conformances related to the reported complaint condition were identified. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: could you please confirm the device's availability for return? For this product complaint, we are still awaiting the product from the account. Right now they have it quarantined.

Event description:
It was reported that a patient underwent a breast reconstruction procedure on (B)(6) 2021 and suture was used. Prior to opening it was noticed that there was a two-needle armed suture inside when there was supposed to be just a single needle arm suture. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the picture received. Visual analysis was performed for the picture received and it was observed one sealed overwrap packet of product code k833 . In addition, an extra needle/suture of the same product was observed. The product code should be single strand and each tray must contains a single armed product. The wrong number of strands observed during the visual assessment has been correlated to the manufacturing process defect as per process specification. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the extra needle was identified during the investigation of the picture received.